Event description:
It was reported that the high flow insufflation unit exhibited an overpressure issue. The issue occurred during a unspecified procedure, the patient was not under anesthesia. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.